Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both atrial and ventricular channels showed a sudden onset of continuous noise, and both had high impedance readings of greater than 2500 ohms. Device failure is suspected. The device is to be replaced. No patient complications have been reported as a result of this event.